Event description:
It was reported to boston scientific corporation(bsc) that a rotatable medium oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the snare would not open all the way. When they closed the snare a pop was heard. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Upon receipt at the bsc complaint investigation site, the device was inspected and it was noticed that the working length of the snare had detached, which likely accounts for the popping sound reported by the customer.

Manufacturer narrative:
(B)(4) for the reported event: catheter detached. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the catheter kinked and the wire kinked. The flare was detached from the catheter, and the catheter has marks from the flare process performed during manufacturing. Functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed; the detached flare prevented device actuation. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation(bsc) that a rotatable medium oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the snare would not open all the way. When they closed the snare a pop was heard. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Upon receipt at the bsc complaint investigation site, the device was inspected and it was noticed that the working length of the snare had detached, which likely accounts for the popping sound reported by the customer.